Event description:
Caller states that the pt tested 1.6 inr and 2.4 inr during duplicate testing while a comparison lab returned as 2.84 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.